Manufacturer narrative:
(B)(4). Approximate age of device - 40 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, the patient underwent a pump exchange due to suspected pump thrombus. After the pump exchange procedure, the patient was discharged home on (B)(6) 2016 and medically maintained on aspirin, plavix and warfarin with an inr target of 2.5-3.5. The patient's inr reportedly remained therapeutic since the pump exchange. On (B)(6) 2016, the patient was admitted due to an elevated ldh of approximately 402 u/l. The patient remained asymptomatic. A ramp echocardiogram revealed inadequate unloading of the left ventricle and the aortic valve remained open even when the pump speed was increased to 10000 rpm. The patient's inr at the time of the admission was 4.1. The platelet inhibition test (p2y12) results showed a therapeutic level of 231. A mocha profile did not indicate hypercoaguable state. It was reported that the patient's healthcare providers were concerned about a possible thrombus in the inflow conduit. IV heparin was administered on the patient which resulted in the reduction of the ldh level to approximately 343 u/l. Heparin was discontinued; however, the patient's ldh increased again to approximately 743 u/l. A repeat ramp echocardiogram revealed similar results to the first study. A computerized tomography scan was unremarkable. Heparin therapy was resumed pending a decision on the next steps for plan of care. The patient remains asymptomatic for heart failure symptoms with clear urine. On (B)(6) 2016, it was reported that the patient's status has improved. The ldh trended down to approximately 315 u/l. The patient was discharged home on persantine, aspirin and warfarin with an inr target range of 2.5-3.5. Plavix was discontinued. No additional information was received.

Manufacturer narrative:
The evaluation of the submitted log file identified a decrease in the average pump power and estimated pump flow values between (B)(6) 2016, which suggests a possible inflow obstruction; however, a specific cause for these values could not be conclusively determined based on this evaluation. A correlation between the suspected inflow cannula obstruction and the device could not be conclusively determined. Furthermore, a correlation between the report of elevated lactate dehydrogenase levels and the device could not be conclusively determined. The patient remains ongoing on pump support and no further related events have been reported. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.